Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick balloon catheter was advanced to dilate the lesion; however, it was noted that the shaft was fractured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 62.7cm from the hub. Microscopic examination revealed no additional damages. There is blood present on the balloon folds and the balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm maverick balloon catheter was advanced to dilate the lesion; however, it was noted that the shaft was fractured. No patient complications were reported.